Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data showed that on the complaint date there was a replace cartridge warning followed by an occlusion alert due to high force. Deliveries were resumed three hours later. Pump history did not show any atypical use by the patient. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up to the display with auditory and vibratory features. No tactile issues were found. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly. Unrelated to the complaint, the display was found to have a pinkish contrast and the battery compartment was cracked below the grip pad.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 450 mg/dl with large level of ketones and vomiting. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. The reporter alleged an inaccurate delivery issue with the pump. Customer support agent reviewed the potential causes for inaccurate delivery and determined that basal and bolus deliveries were correct and as programmed. Review of potential causes for perceived inaccurate delivery and potential causes for bg issues did not identify any assignable causes. Troubleshooting was unable to resolve the reported inaccurate delivery issue. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged in accurate delivery issue of unknown causes.